Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Caller reportedly received the following results on two inform meters within 10 minutes: 1.9 mmol/l (system 1), 2.5 mmol/l (system 1) and, 3.8 mmol/l (system 2). No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.